Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. D10: unknown 3d cage unknown monster screw x2. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 2 months post implantation of a right cage in the ankle, the patient underwent an irrigation and debridement with wound vac placement, right gracilis free flap, placement of antibiotic beads, and split thickness skin graft from right thigh due to a superficial infection. The event was noted resolved approximately 6 months later. Attempts have been made and all available information has been provided.